Manufacturer narrative:
The lens was returned in a lens vial and (B)(6) bag. Visual inspection found no visual damage to the lens. (B)(4). No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm tmicl12.6 lens, -12.0/+1.5/091 (sphere/cylinder/axis) into the patient's left (os) eye on (B)(6) 2019. On (B)(6) 2019 the lens was exchanged with a longer lens due to low vault. The problem was resolved.